Event description:
Could've started a fire in house - oral-b [device catching fire]. Case narrative: consumer via e-mail stated that the oral-b toothbrush could've started a fire in their house. No injury was reported. (B)(6) 2023 follow up via images: the suspect product was oral-b power rechargeable toothbrush handle 3710. The suspect product lot was 1rf24630910. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.